Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty lcd display. The display panel was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's screen turned completely black and was illegible. Complainant did not indicate that there was any patient involvement in the reported malfunction.